Event description:
Per staff report, the thunderbeat was being used on the sterile field by the surgeon. He noticed that the tip of the thunderbeat but was starting to burn off. He removed the instrument from the sterile field. The product rep was notified. Product sequestered for risk management.